Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator (ICD) was in backup operation potentially due to magnetic resonance imaging (MRI). The ICD was successfully restored and reverted to previous programming settings. Therapy was turned off per patient and hospital request. Patient condition was stable and would continue to be monitored.